Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, all the pacing system (1 pacemaker + 2 leads) was explanted on (B)(6) 2023 due to an infection.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Kora 250 dr (sn : (B)(6)) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 28 october 2018 - use before date: 28 may 2018 - sterilization lot number: s0228 - 3046 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2023 due to an infection.

Manufacturer narrative:
Final response shared with the complainant : kora 250 dr (sn : (B)(6) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 28 october 2018 - use before date: 28 may 2018 - sterilization lot number: s0228 - 3046 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. Beflex rf46d (sn : (B)(6) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 11 march 2015 - use before date: 11 march 2018 - sterilization lot number: 6g3 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. Beflex rf45d (sn : (B)(6) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 26 november 2016 - use before date: 26 november 2019 - sterilization lot number: 6g3 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2023 due to an infection.

Manufacturer narrative:
Correction of the analysis previously provided was related to a device not concerned by this complaint kora 250 dr (sn : (B)(6)) please find below the analysis for the device related to this complaint kora 250 dr (sn : (B)(6)) kora 250 dr (sn : (B)(6)) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 29 august 2016 - use before date: 29 august 2018 - sterilization lot number: s0211 - 3035 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the pacemaker was explanted on (B)(6) 2023 due to an infection.